Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's patient impedance was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed an occurrence of error 279. This message is an advisory message and does not indicate a device malfunction. The message indicates that the device did not detect a valid patient impedance when the device was powered on in non rescue mode. This indicates that the device would still function in rescue or clinical mode. Analysis of reports of this type has not identified an increase in trend.